Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set¿s ¿body and tubing disconnected¿. This occurred during use of the device for peritoneal dialysis therapy, when the patient was doing a bag exchange. It was further described as, after fill, the patient ¿tried to disconnect but can¿t do it.¿ the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The silicone tubing was attached to the female connector's post; therefore, the reported separation between the tubing and main body was not verified. Leak, clear passage, and clamp function testing were performed, and no issues were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.